Event description:
A surgeon reported a pt experiencing glare and seeing halos following bilateral intraocular lens (iol) implant surgeries. Additional info has been requested. There are two medical device reports associated with these events. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on 05/28/2009 and 06/15/2009 by phone, fax, and mail. A completed questionnaire has not been received.this report was mailed to FDA on: 06/25/2009.